Event description:
Approx 15-20 pt samples with discrepant sodium results. Only the following examples were provided: pt 1, initial result 131 meq/l, repeat 137 meq/l. Pt 5, initial result 121 meq/l, repeat 128 meq/l. Pt 6, initial result of 134, repeat 140 meq/l. Pt 7, initial result of 125, repeat 133 meq/l. Initial results were reported. No info provided to determine if results were used to guide therapy. The field service representative determined there was contamination in the system. The system was cleaned and maintenance was performed. Ise solutions were also replaced. Performance check tests were performed and within specification.

Event description:
Approx 15-20 pt samples with discrepant sodium results. Only the following examples were provided: pt 3, initial result 125 meq/l, repeat 136 meq/l. Pt 5, initial result 121 meq/l, repeat 128 meq/l. Pt 6, initial result of 134, repeated 140 meq/l. Pt 7, initial result of 125, repeated 133 meq/l. Initial results were reported. No info provided to determine if results were used to guide therapy. The field service representative determined there was contamination in the system. The system was cleaned and maintenance was performed. Ise solutions were also replaced. Performance check tests were performed and within specifications.

Event description:
Approx 15-20 pt samples with discrepant sodium results. Only the following examples were provided: pt 2, initial result 120 meq/l, repeat 135 meq/l. Pt 5, initial result 121 meq/l, repeat 128 meq/l. Pt 6, initial result of 134, repeated 140 meq/l. Pt 7, initial result of 125, repeated 133 meq/l. Initial results were reported. No info provided to determine if results were used to guide therapy. The field service representative determined there was contamination in the system. The system was cleaned and maintenance was performed. Ise solutions were also replaced. Performance check tests were performed and within specifications.

Event description:
Approx 15-20 pt samples with discrepant sodium results. Only the following examples were provided: pt 4, initial result 123 meq/l, repeat 133 meq/l. Pt 5, initial result 121 meq/l, repeat 128 meq/l. Pt 6, initial result of 134, repeated 140 meq/l. Pt 7, initial result of 125, repeated 133 meq/l. Initial results were reported. No info provided to determine if results were used to guide therapy. The field service representative determined there was contamination in the system. The system was cleaned and maintenance was performed. Ise solutions were also replaced. Performance check tests were performed and within specifications.